Manufacturer narrative:
The lead was subsequently returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage to the lead which was consistent with occurring as a result of the explant procedure. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. Final analysis was unable to confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
-----

Event description:
Boston scientific received information that this patient experienced a syncopal episode and was taken to the hospital. System evaluation noted loss of capture with this right ventricular lead despite maximum device outputs. Additionally, r-wave measurements had decreased from 10 mv to 4mv most likely due to tissue inflammation or potential microdislodgement. A revision procedure was performed and the lead was removed from service and successfully replaced with an active fixation lead.